Event description:
It was reported that the journey dcf ap fem cut blk 5 was found broken. It is unknown when this happened or if there was a case involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms all the pieces of the device came apart. All the pieces were returned with the device. This device was manufactured in 2015. This device exhibits signs of significant wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.